Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter addr 1: (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle bent. Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needles are bent. The returned pen needle was examined and exhibited a bent patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle bent. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is user error- bent during use of the product by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time. Investigation conclusion: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Needle(s) bent rear cannula end is broken + gets stuck.